Event description:
During evaluation the device failed to power up. This occurred during servicing and therefore, there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by the philips fse and it was discovered the device failed to power up. The control pca and the power pca were replaced to resolve the issue. The device passed all testing and is at the customer site for use. A malfunction occurred in which the device failed to power up. Multiple parts are replaced and we are therefore unable to determine the cause of the malfunction.